Manufacturer narrative:
PMA/510(k)#: p100022/s001. The ziv6-35-125-6.0-120-ptx stent of unknown lot number was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. Available information stated that the patient had pre-existing conditions including hypertension, diabetes (type ii), hyperchohlesterolemia and was a previous smoker. In addition, worsen claudication was observed on the patient. It can be noted that worsen claudication indicates progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. As the lot number of the complaint device is unknown, a review of relevant documentation could not be carried out. According to information provided pta was performed and no other adverse events were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(3) 2012: three ziv6-35-125-6.0-120-ptx were placed in the patient's right sfa. (B)(6) 2015: restenosis (50-99%) where the stents were placed was confirmed. Intermittent claudication and worsen rutherford were observed on the patient. Pta performed. As three zilver ptx devices are reported as involved in this event a separate report has been submitted for each suspect device. Reference also related reports 3001845648-2015-00317 and 3001845648-2015-00318.